Manufacturer narrative:
Although the complainant provided the suspect device serial number, the expiration date is unknown. The suspect device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to first of two devices that were used during the same procedure. Refer to associated manufacturer's report # 3005099803-2009-03437 for a description of the other event. A hydrothermablator console unit was used during a hydrothermablation (hta) procedure. According to the complainant, saline was observed leaking into the vagina with no alarms or error codes displayed. The console unit was immediately turned off and the case was aborted. A burn was sustained (classified between second and third degree) and was treated with silvadene cream. Follow up information received on july 9, 2009 revealed that a single tooth tenaculum was used and positioned at twelve o' clock, the uterus was severly contracted during procedure, and there was no over dilation, but cytotechnologist was present. Although an attempt was made to obtain additional follow up regarding patient burn, there is no further information regarding this event.